Manufacturer narrative:
Follow-up #1: date of submission 11/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/18/2016 with the following findings: a review of the pump¿s black box revealed no activity related to the complaint. There was no damage found to the battery compartment or the cap. There was no overheating duplicated during testing. The pump¿s electrical current draws were found to be within specification. The pump was opened and there was no damage or evidence found internally. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a (temp- no physical damage) issue. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.